Event description:
In 2007, a carotid subclavian bypass procedure was performed and three gore tag thoracic endoprostheses were implanted to repair an aortic arch aneurysm. Seven days later, a computed tomography scan revealed that the pt had developed a dissection that originated form the distal end of a gore tag thoracic endoprosthesis. Nine days later, an angiogram revealed a type iii endoleak. Two additional gore tag thoracic endoprostheses were implanted. It was reported that the type iii endoleak was successfully repaired and that there was less contrast observed within the false lumen. Five days later, the patient died from an acute myocardial infarction. According to the physician, the pt's death was not device related.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted and involved in this event: tg4010/lot#05179638, tg4020/lot#05277014, tg4015/lot#05309914.